Event description:
A surgeon reported that while going from infusion to air to infusion, the infusion cannula appeared to be "jetting out" and stated that the "pressure jet" hit the retina and caused a retinal tear. The surgeon repaired the tear using a laser followed by gas. The infusion pressure was set at 35 millimeters of mercury (mm hg). The surgeon reduced the pressure to 25mm hg to complete the procedure with no further harm to the pt. New info ws received stating that the surgeon does not blame the system or the consumable products for the injury to the pt. The surgeon feels that the retinal tear was the result of a combination of factors to include eye wall rigidity. The pt has received all the appropriate medical care needed and is expected to make a full recovery.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).